Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. The patient reported loss of therapeutic effect in the past month. The patient stated her device was not working with and without the antenna. It was reported programmer would not do telemetry with or without antenna. No patient harm reported. The patient was getting poor communication no matter what. The patient traveled out of state and before the patient went the husband turned off before airport and apparently was off because they just got poor communication. The patient then tried it and same thing happened. The patient stated she traveled a few months prior to that and thought it had not been on since then. The patient was not feeling stimulation. The patient last felt stimulation a while ago. It was noted that the health care provider spent about an hour putting patient in different programs and remembered it working after that and then patient traveled, she usually turn off before airport and did not remember it going back on after that. Additional information received later on (B)(6) 2015 noted that patient received assistance from the health care provider and manufacturer representative and her concerns were resolved. It was also noted that patient's battery needs to be replaced after 3 years and outpatient surgery was scheduled. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v728628, implanted: (B)(6) 201, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).